Event description:
It was reported to medtronic minimed that the customer alleged crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the location of damage was back of the pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display due to broken/cracked (chip u6) on the pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. No moisture damage noted to electronic assemblies or motor assemblies per visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, pillowing keypad overlay and cracked lcd window. The sc1 cap/reservoir does lock properly. Confirmed blank display due to broken/cracked (chip u6) on the pcb2 board. No crack noted on back of pump however, confirmed cosmetic damage located at the lcd window (cracked). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.